Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that patient experienced severe pain and discomfort. It is also alleged that the patient suffers from excessive levels of chromium and cobalt. Update 5/1/13 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec¿d 09/25/2014 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 10/28/2014. Update 07/13/2016 - medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported that the patient experienced ratcheting and there was a pseudotumor. The cup and stem were well-fixed and remained in patient. The primary surgery note reported a femur fracture while press-fitting the stem, which was cabled. Updated cup/head and added sleeve and stem due to alleged high ions. The complaint was updated on: 08/03/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.